Event description:
During follow-up, an alert for shorted output stage detection (sosd) was observed on the device. A capacitator maintenance test was performed and the device was found to function normally. The patient was stable and there were no adverse consequences.